Event description:
Per the clinic, the device was explanted due to an extrusion, exposing the magnet and receiver/stimulator (specific date not reported).

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2022-02792.